Event description:
Boston scientific crm received information that this local sale representative contacted technical services to report that an attempt to interrogate this device was unsuccessful. The patient reported that beeping tones were generated three to four years ago, however, the tones eventually stopped. Additional information was received that this device remained implanted for more than 4 years after the event, as the patient did not wish to have a replacement at that time. Recently, however, the device was explanted and replaced with no adverse patient effects were reported.

Manufacturer narrative:
The device was explanted and replaced. No further information is available. This report will be updated if more information becomes available.